Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 20.8mmol/l with nausea, and extreme drowsiness, associated with an alleged no power issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery cap was unable to tighten, the battery compartment was cracked, the yellow o-ring was visible, and there was no power to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue with damage.

Manufacturer narrative:
Follow up #2 date submitted: (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed on (B)(4) 2018 with the following findings: review of the last basal delivery was recorded on (B)(4) 2018. The black box data for the date (B)(4) 2018 was not available. Unexplained power on reset was observed in the available black box data recorded on (B)(4) 2018 at 05:37. When the pump powered back on, the time and date was set to (B)(4) 2018 at 17:50 and deliveries resumed. There was an unexplained power on reset recorded on (B)(4) 2018 at 17:30 with delivery resuming at 17:44. An unexplained power on reset was recorded (B)(4) 2018 at 00:09 with delivery resuming at 00:42. On examination, a crack in the battery compartment was confirmed as per the complaint. The returned battery cap had stripped threads and was unable to secure properly to the pump to maintain electrical connection. With the damaged battery cap in place on the pump, the alleged power issue was duplicated. A test cap was placed on the pump properly and the pump was able to maintain electrical connection. The pump was then exercised for 24 hours without any further interruption in power. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no defects found. There was no evidence of damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
There was intermittent power to the pump despite the previous report alleging no power.